Event description:
Affiliate reported customer was hospitalized for diabetes ketoacidosis. At the time customer was given 18 units of insulin which caused the low blood glucose level. Customer also reported no delivery alarms. Troubleshooting was not performed at time of call. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event as no product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.